Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete. Driveline infection was previously reported in MFR#s: 2916596-2020-05177, 2916596-2020-05281, 2916596-2020-05196.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 through (B)(6) 2021, for a planned omental flap procedure. The procedure was made necessary by the patient's history of driveline infection which required several debridement.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU),rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate ii lvas patient handbook, rev. C, is also currently available. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. The relevant sections of the device history records for vad-20501 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6)2017. No further information was provided. The manufacturer is closing the file on this event.